Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and high pacing lead impedance measurements greater than 3,000 ohms. It was reported that the out of range measurements were observed after the patient fell. A lead fracture was suspected. Subsequently, the physician programmed the device to vvi mode. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.